Event description:
It was reported "guidewire breakage during the passage of the PICC." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet0261 showed two other similar product complaint(s) from this lot number.